Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Case description continued: a 2.8x19 rx graftmaster was then advanced with difficulty for the same reason, but was ultimately able to cross; it was deployed at 14 atmospheres, but this was reportedly not enough pressure to seal the perforation. Post-dilatation was performed at high pressure with an unspecified 2.5mm balloon which reportedly sealed the perforation at the graftmaster implant site, but also exacerbated the perforation just proximal to the proximal edge of the graftmaster. A 3.0 x15 non-abbott bare metal stent was placed at nominal pressure overlapping the proximal 3mm of the 2.8x19 graftmaster stent, sealing the exacerbated perforation. The radial access site was closed using a perclose vessel closure device. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided. Concomitant products: sheath: 6fr ebu 3.5. Guiding catheter: 6fr guideliner. Guide wire: grandslam. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other rx graftmaster device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with elevated troponin, chest pain, and ventricular fibrillation arrest which responded to counter-shock. With a 6fr non-abbott sheath and a non-abbott micro-catheter in place, a grandslam guide wire was advanced via radial access without issue. A 6fr guideliner was then advanced into the proximal cx. Three runs of laser atherectomy of the 95 to 99% stenosed, very tortuous 2.5mm to 2.75mm diameter circumflex (cx) coronary artery was then performed in the cx. The patient developed chest pain and a free perforation with excessive extravasation was found in the mid cx. Reportedly, the perforation is not related to use of the grandslam. Balloon tamponade did not seal the perforation and the patient developed gradual decrease in systolic blood pressure and pulsus paradoxus (a decline in blood pressure during inhalation and an increase during exhalation, possible sign of cardiac tamponade). After administering 5mcg levophed (vasoconstrictor medication) and after performing pericardiocentesis, the patient was intubated. An attempt was made to cross the perforation with a 2.8x16 rx graftmaster covered stent system, but this device failed to advance through the 6 fr guideliner due to tortuous anatomy causing a 90-degree angled take off. The 2.8x16 rx graftmaster was withdrawn undeployed and the guideliner was exchanged for a larger 8fr 45cm sized guideliner. For greater crossing support, a grandslam wire was then advanced to the left anterior descending coronary artery, a 0.021 long non-abbott wire was advanced as a buddy wire, and the 6fr non-abbott sheath was exchanged for an 8fr non-abbott sheath.